Event description:
It was reported by health professional "patient with line at home for treatment. Patient informed mother ¿arm felt wet¿, mother initially thought cap loose, so she tightened more. A few minutes later, patient informed mom, still wet. Mother observed leaking at distal end of tubing where cap attaches. Mother then called clinic who instructed mother to go to ER. Milrinone still infusing. Upon exam in ER, this rn then observed leaking at stated site. Discussed with medical team. PICC was locked off, piv started for milrinone, and patient admitted for PICC replacement the next day."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 3fr s/l powerpicc sv catheter. Usage residues were observed throughout the sample. Curved shape memory was observed throughout the catheter shaft. Deformation and kink impressions were observed throughout the extension tubing. The extension tubing markings were completely worn. A partially circumferential split was observed at the luer/tubing joint. Tactile inspection of the sample revealed tensile weakness throughout the extension tube. Microscopic inspection of the split revealed a dully granular fracture surface. Beach marks and radiating tear marks were observed throughout the fracture surface. Material buckling and discoloration were observed in the vicinity of the split. The fracture features were consistent with damage accumulation through flexural fatigue. Such damage occurs due to repetitive mechanical stresses such as kinking and twisting gradually form a crack in the extension tube material. The location of the damage suggested that access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw1080 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by health professional "patient with line at home for treatment. Patient informed mother ¿arm felt wet¿, mother initially thought cap loose, so she tightened more. A few minutes later, patient informed mom, still wet. Mother observed leaking at distal end of tubing where cap attaches. Mother then called clinic who instructed mother to go to ER. Milrinone still infusing. Upon exam in ER, this rn then observed leaking at stated site. Discussed with medical team. PICC was locked off, piv started for milrinone, and patient admitted for PICC replacement the next day."